Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device, perforation (uterus)"), embedded device ("embedded in uterine wall"), pregnancy with contraceptive device ("pregnancy(no complications)") and ovarian cyst ("ovary had a cyst") in an adult female patient (gravida 7, para 5) who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy(no complications)". The patient's past medical history included gravida ii and parity 4. Concurrent conditions included urinary tract infection, stress, vaginitis bacterial, vaginal yeast infection, dizziness, flank pain, unilateral leg swelling, epigastric discomfort, weakness, enterocolitis, hepatic steatosis, hiatal hernia, insomnia and anxiety. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiey"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), complication of device removal ("she had complications from your essure removal procedure") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017. Total hysterectomy,(uterus and cervix removed), unilateral salpingect) and surgery (oophorectomy(one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, ovarian cyst, complication of device removal, vaginal haemorrhage, menorrhagia, abdominal pain upper, dyspareunia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, anxiety, complication of device removal, depression, dyspareunia, embedded device, menorrhagia, ovarian cyst, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: successful test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of pregnancy updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device, perforation (uterus)"), embedded device ("embedded in uterine wall") and pregnancy with contraceptive device ("pregnancy(no complications)") in an adult female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy(no complications)". The patient's concurrent conditions included urinary tract infection, stress, vaginitis bacterial, vaginal yeast infection, dizziness, flank pain, unilateral leg swelling, epigastric discomfort, weakness, enterocolitis, hepatic steatosis, hiatal hernia, insomnia and anxiety. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In december 2009, the patient experienced depression ("depression") and anxiety ("anxiey"). In january 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("she had complications from your essure removal procedure"), abdominal pain upper ("stomach pain") and ovarian cyst ("ovary had a cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017. Total hysterectomy,(uterus and cervix removed), unilateral salpingect). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, complication of device removal, vaginal haemorrhage, menorrhagia, abdominal pain upper, dyspareunia, ovarian cyst, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, anxiety, complication of device removal, depression, dyspareunia, embedded device, menorrhagia, ovarian cyst, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2009: successful test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device, perforation (uterus)") and pregnancy with contraceptive device ("pregnancy(no complications)") in an adult female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy(no complications)". The patient's concurrent conditions included urinary tract infection, stress, vaginitis bacterial, vaginal yeast infection, dizziness, flank pain, unilateral leg swelling, epigastric discomfort, weakness, enterocolitis, hepatic steatosis and hiatal hernia. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, complication of device removal ("she had complications from your essure removal procedure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and ovarian cyst ("ovary had a cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017. Total hysterectomy,(uterus and cervix removed), unilateral salpingooo). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, complication of device removal, vaginal haemorrhage, menorrhagia, abdominal pain upper and ovarian cyst outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, complication of device removal, dyspareunia, menorrhagia, ovarian cyst, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2009: successful test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, device expulsion, abdominal pain upper, device ineffective were added. Reporter, patient demographic information, concomitant diseases, product stop date, lot number added. Product start date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device, perforation (uterus)"), embedded device ("embedded in uterine wall") and pregnancy with contraceptive device ("pregnancy(no complications)") in an adult female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy(no complications)". The patient's concurrent conditions included urinary tract infection, stress, vaginitis bacterial, vaginal yeast infection, dizziness, flank pain, unilateral leg swelling, epigastric discomfort, weakness, enterocolitis, hepatic steatosis, hiatal hernia, insomnia and anxiety. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("she had complications from your essure removal procedure"), abdominal pain upper ("stomach pain") and ovarian cyst ("ovary had a cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017. Total hysterectomy,(uterus and cervix removed), unilateral salpingect). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, complication of device removal, vaginal haemorrhage, menorrhagia, abdominal pain upper, dyspareunia, ovarian cyst, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, anxiety, complication of device removal, depression, dyspareunia, embedded device, menorrhagia, ovarian cyst, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: successful test . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device, perforation (uterus)"), pregnancy with contraceptive device ("pregnancy(no complications)") and embedded device ("embedded in uterine wall") in an adult female patient who had essure (batch no. 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy(no complications)". The patient's concurrent conditions included urinary tract infection, stress, vaginitis bacterial, vaginal yeast infection, dizziness, flank pain, unilateral leg swelling, epigastric discomfort, weakness, enterocolitis, hepatic steatosis, hiatal hernia, insomnia and anxiety. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced complication of device removal ("she had complications from your essure removal procedure"), abdominal pain upper ("stomach pain"), ovarian cyst ("ovary had a cyst") and embedded device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017. Total hysterectomy, (uterus and cervix removed), unilateral salpingect). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, complication of device removal, vaginal haemorrhage, menorrhagia, abdominal pain upper, dyspareunia, ovarian cyst, depression, anxiety and embedded device outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, anxiety, complication of device removal, depression, dyspareunia, embedded device, menorrhagia, ovarian cyst, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: successful test. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: anxiety, depression and embedded in uterine wall event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On the same year, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the uterine perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.